Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed and would not fire clips. They used another device to complete the procedure, there was no additional information from the customer. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be within specification. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed thirteen scissored clips; no jamming issues occurred upon evaluation. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿. The batch record was reviewed and no anomalies were noted during the manufacturing process.